Manufacturer narrative:
The device was returned and evaluated. The returned device analysis confirmed the reported difficult to open or close (gripper actuation - single) as one of the gripper arms was noticed to be pinched by the harness and could not be lowered as intended. The observed product quality problem (irregular appearance) was due to the gripper cover getting caught in the harness. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history was performed. Based on the information reviewed, a potential product issue was identified due to the observed product quality problem (irregular appearance) resulting in the single gripper actuation issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The mitraclip was advanced to the mitral valve. After aligning the clip in the left atrium, the grippers were tested, simultaneous and independent grasping worked. However, after the third grasping attempt, one of the gripper arms no longer came down. Troubleshooting was unsuccessful. The clip was not implanted and was removed. A new clip was implanted, reducing mr to 3+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.